Manufacturer narrative:
(B)(4).

Event description:
Additional received from a health care provider (hcp) via a business partner reported on 2017-apr-03 the managing physician noted that the patient presented to him with a year plus long history of decreased responsiveness to the intrathecal baclofen. The patient¿s symptoms of increased spasticity were progressing since the last pump replacement on (B)(6) 2016. The physician performed a cap (catheter access port) access study and a CT (computed tomography) contrasted catheter study, which were normal. The physician also performed an intrathecal baclofen trial, which showed an adequate response to it baclofen and sent the patient for a system revision. Intra-operatively, the catheter was noted to have a hole, so the catheter was replaced and the pump was maintained. The patient's intrathecal baclofen 2000 ug/ml dose was as high as 1000 ¿g/day, but post-operatively was restarted at 500 ¿g/day. As of (B)(6) 2017, the dose was increased to 650 ¿g/day. The patient¿s weight was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form a manufacturing representative. The issue was resolved. The catheter was removed and discarded. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2017 regarding the patient's implanted infusion pump containing unknown medication(s) (dose(s) and concentration(s) unknown). The indications for use included intractable spasticity and post spinal cord injury. It was reported that the patient was undergoing a catheter revision on (B)(6) 2017. The reason for the revision was unknown, and the date the issue began was unknown. No patient symptoms were reported. The caller fell off the line and further information could not be obtained at the time of the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.